Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at the implantable pulse generator site. Patient denies any traumas or falls. The device was explanted. There were no complications during the procedure. Patient was stable.